Manufacturer narrative:
Since the sample has not arrived at apd the complaint file will be closed as a no sample returned. If and when the sample arrives the complaint file will be reopened for evaluation of the sample. Photos attached to the parent complaint were reviewed by the investigation site. The photos show iol labels, therefore are unrelated to this complaint record. A sample was not received at the manufacturing site and no lot information was provided; therefore, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported that during an intraocular lens (iol) implant procedure the first lens was scratched on optic and the second lens haptic sheared off while using the injector. After the second lens was damaged, surgeon inspected the injector and determined that the plunger was bent incorrectly which he think was what damaged the iol. There was no patient contact. Additional information has been requested.